Event description:
There was an allegation of a questionable high result for 1 patient tested for elecsys troponin t hs (troponin t hs) on a cobas e 402 analytical unit, reportedly leading to an unnecessary cardiac catheterization. The patient presented to the emergency room for chest pain and shortness of breath. The result from the e402 analyzer was 21.90 ng/l. As the troponin t hs result was high, the patient allegedly underwent cardiac catheterization with normal results. On (B)(6) 2025, the result from a different test (troponin I hs) from a different sample on an unspecified chemiluminescent microparticle immunoassay (cmia) method was < 3.2 pg/ml.

Manufacturer narrative:
The e402 analyzer serial number was (B)(6). Sample material was requested for investigation.

Manufacturer narrative:
The patient sample was received for investigation. The investigation tested the patient sample with the elecsys troponin t hs assay. The investigation confirmed the customer's results. The investigation also tested the patient sample for myoglobin (slightly elevated result), probnp, and ck-mb (results within the normal range). The investigation tested the patient sample for interferents using heterophile antibody testing (hbt) and size-exclusion chromatography; no interferent was detected. The investigation determined that the elecsys troponin t hs (troponin t hs) assay result was a true positive for myocardial injury. The investigation did not identify a product problem.